Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is performa nano system.

Event description:
Caller reported performa nano system blood glucose results of 180 mg/dl, 245 mg/dl, and 126 mg/dl, mobile system results of 492 mg/dl an 502 mg/dl within 10 minutes. Reported a separate mobile comparison of 500 mg/dl and 159 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.